Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Complaint confirmed. Evaluation of the returned device revealed a transverse fracture with a rough surface and moderate degree of deformation at the distal end of shaft and at the proximal end of the broken off hex-tip. Scratches and indentations on handle and laser marking discoloration were observed. Material analysis confirmed correct material type and hardness. Complainant's event typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. This is second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During insertion of femoral screw the screw driver broke. Broken piece remains in screw and in patient. Surgeon tried to remove the piece but couldn't.